Event description:
The pt was admitted in 2005 for fever post transfusion. Blood cultures were drawn and IV cefepime was started. Wbc 1.0, plt 28, anc 200. Home meds were bactrim, trileptal, phenytoin and potassium chloride. She was being managed for fever and neutropenia. Blood culture came back as positive for staph coag negative so vancomycin was added on the next day. The pt continued to be febrile and received multiple transfusions. Her wbc count started to rise and became afebrile five days later with an anc of 6400 with no future positive cultures. IV antibiotics continued. The next day the pt became more sleepy and was vomiting so a head CT was done that was stable. Early the next day at 0200 the pt's sao2 dropped to 83 % and had tremors on the rt side. Ativan was given twice and oxygen was placed on the pt. The seizure stopped the pt went into respiratory arrest and a code was begun. The pt was intubated on a ventilator and pressures were stabilized with dopamine. A stat head CT showed significant cerebral edema. Post resuscitation the pt had fixed dilated pupils and was flaccid. The shunt was tapped and showed evidence of obstruction. The pt was taken for a shunt revision. Post shunt revision the pt's clinical exam remained negative for brain activity. The next day after an eeg confirmed no brain activity the choice was made by the family to discontinue life support. Once life support was discontinued the pt immediately went into cardiac arrest and was pronounced dead at 1720.